Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a blown cuff. Tried fixing the cuff with pilot valve repair kit but did not help. Patient almost lost airways and had to change the tube but the cuff blew again. Reintubation was performed again. No documentation of saturation level during procedure. Patient recovered well following procedure.